Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2023 at 8:42 am. The patient reported obtaining blood glucose readings of ¿127 mg/dl¿ with the subject meter and ¿72 mg/dl¿ on the other meter (verio flex). The tests were performed within 30 minutes of each other. The patient manages his diabetes with insulin on a self-adjusting dose. The patient denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported developing symptom of ¿shakiness¿ at an unspecified time that same day, after the alleged issue began. The patient denied receiving any treatment above and beyond his usual routine of diabetes care and management. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca determined that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.